Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 11th of august 2016 for further investigation. During the investigation the fse found the sample and substrate pump plunger not correctly install into the plunger bracket. The fse adjusted the plunger bracket to properly hold and move substrate and sample plunger. Fse calibrated pth and ran quality controls, result were within specification . Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due loose substrate syringe plunger. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported pth low control is running low on their aia-360 instrument. Customer indicated that the reagent were made fresh and the lot number is not available. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.